Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedances. A lead conductor fracture was confirmed via x-ray and a revision procedure was scheduled. This lv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was surgically abandoned and a new lead was implanted.